Event description:
The user received erroneous results for several pt samples. Of the data provided, two calcium results were discrepant. Sample 1 had an initial result of 11.2 mg per dl, repeat result was 10.3 mg per dl. Sample 2 initial result was 11.5 mg per dl, repeat result was 10.7 mg per dl. Both samples had been automatically repeated due to data flags on the initial results. The repeat result for sample 1 also had the same data flag. None of the erroneous pt results were reported. The field service rep determined there was a bad r1 stirrer. He replaced both stirrers and cleaned the r1 stirrer mechanism and found it to be loose. He then replaced the rq stirrer mechanism. To verify the analyzer performance, he ran precision testing, diagnostic checks, functional checks, calibration and qc with results within specification.